Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient experienced sickness, had a flu and at that time was feeling dizzy and sick in the stomach. Her husband took her to the hospital, before they went to the hospital, the patient took the measurements of her readings but she could not remember anymore how much the reading were on both the dexcom and bg at that time all she could remember that it was high (no specific values reported). At the hospital they took a bg reading which was 700 mg/dl and the cgm reading was 158 mg/dl. At the hospital the patient was treated with fiasp® (fast -acting) insulin and tresiba® (long -acting) 18 units per day. The patient was discharged after 3 days and at the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.